Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump would continuously jam. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.